Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, offensive vaginal discharge, grand multiparity, dysplasia, fungal infection, gestational hypertension and hypothyroidism. Concurrent conditions included dysfunctional uterine bleeding, menses irregular, vaginal irritation, fibroid uterine enlarged, ovarian cyst, weakness generalised, dizziness, blurred vision, eye pain and double vision. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), bladder spasm ("bladder spasm"), fatigue ("fatigue,"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("body aches"), menorrhagia ("menorrhagia") and foreign body ("foreign bodies"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, infection, urinary tract disorder, allergy to metals, genital haemorrhage, neuromyopathy, autoimmune disorder, bladder spasm, fatigue, arthralgia, hypoaesthesia, pain and foreign body outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, bladder spasm, fatigue, foreign body, genital haemorrhage, hypoaesthesia, infection, menorrhagia, neuromyopathy, pain, pelvic pain and urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: impression: no evidence of any pelvic spill of contrast and the essure tubes are blocking the fallopian tubes.. Ultrasound pelvis - on (B)(6) 2017: conclusion: negative pelvic ultrasound with fallopian tube occlusion prostheses in place.. Ultrasound uterus - on (B)(6) 2008: ultrasound shows 2 small fibroids on uterus would treat if increased pain or bleeding problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, offensive vaginal discharge, grand multiparity, dysplasia, fungal infection, gestational hypertension and hypothyroidism. Concurrent conditions included dysfunctional uterine bleeding, menses irregular, vaginal irritation, fibroid uterine enlarged, ovarian cyst, weakness generalised, dizziness, blurred vision, eye pain and double vision. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), bladder spasm ("bladder spasm"), fatigue ("fatigue,"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("body aches"), menorrhagia ("menorrhagia") and foreign body ("foreign bodies"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, infection, urinary tract disorder, allergy to metals, genital haemorrhage, neuromyopathy, autoimmune disorder, bladder spasm, fatigue, arthralgia, hypoaesthesia, pain and foreign body outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, bladder spasm, fatigue, foreign body, genital haemorrhage, hypoaesthesia, infection, menorrhagia, neuromyopathy, pain, pelvic pain and urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: impression: no evidence of any pelvic spill of contrast and the essure tubes are blocking the fallopian tubes.. Ultrasound pelvis - on (B)(6) 2017: conclusion: negative pelvic ultrasound with fallopian tube occlusion prostheses in place.. Ultrasound uterus - on (B)(6) 2008: ultrasound shows 2 small fibroids on uterus would treat if increased pain or bleeding problems. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.